Event description:
It was reported that the patient was hospitalized after suffering a stroke. They have been convalescing in the progressive care unit (pcu). On (B)(6) 2022, while connected to wall power, the patient experienced a series of multiple low-flow alarms and pump off alarms. In this context, the patient's controller was exchanged. A log file review revealed numerous low speed and pump stop events on (B)(6) 2022 at 0457 through (B)(6) 2022 at 0109 while connected to the power module (pm). It was reported that there were multiple areas of discontinuity of the driveline. The driveline was damaged and twisted with areas of heavy taping.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-15069.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported pump-stop events can be confirmed based on the evaluation of the submitted log files. A direct correlation between the device and the bleeding could not conclusively be determined through this evaluation. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. Throughout the captured data in the submitted log file, intermittent low speed, low flow, and pump-stop events were captured while the patient was supported by the power. A driveline disconnect was captured on (B)(6) 2022 at 01:14:28 which is consistent with the controller exchange. After the exchange, no atypical events were captured, and the pump appeared to function as intended. A photo of the patient¿s driveline was submitted which showed extensive rescue tape and twisting of the driveline. There was no visible damage to the outside of the driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 11feb2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient was found to have a large left-sided acute subdural hematoma (sdh) on a computerized tomography (CT) scan of the head on (B)(6) 2022. The stroke occurred when the patient was hit in the head by their front door due to 40 mile per hour winds. The head CT demonstrated large left sided sdh with hyperacute component and midline shift, the patient was reversed with kcentra, vitamin k, and keppra (levetiracetam) and arranged to be airlifted. While they were awake and alert initially, they declined en route requiring intubation. The patient was taken to the operating room (or) for emergent craniotomy and evacuation of subdural hematoma with external ventricular drain (evd) placement. The evds were eventually removed, the patient gradually made neurologic improvements, and required transfer to a facility for rehabilitation and strengthening.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.